Event description:
While preparing to extubate patient, the operating room bed started moving uncontrollably. The bed moved to a trendelenburg tilted right position. Staff in the room was able to unplug the bed and patient was secured on the bed with straps already in place and staff holding him. The remote was replaced and the bed was plugged back in and the patient was positioned to normal supine position without any harm. Patient extubated successfully and transferred to post-anesthesia care unit (pacu).